Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a procedure to treat a hemorrhoid performed on (B)(6) 2023. During the procedure, the fifth band moved and overlapped on the second band. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11 (correction): block b5 has been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, the fifth band moved and overlapped on the second band. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on february 28, 2023. During the procedure, the fifth band moved and overlapped on the second band. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle and ligator housing), and a visual evaluation noted that the ligator head returned with five bands attached, and some of them were moved and overlapped. The returned device included an additional suture that is not part of the device. The handle slot had marks of the insertion oof the trip wire. The device was observed under magnification, and the ligator housing teeth were bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved from its position and overlapped, and the ligator head teeth were damaged/bent. These suggest that the device could not deploy. The bent teeth suggests that an excess of tension could have been applied when trying to make the deployment of the bands. This situation moved the bands from their place as if twisting them causing the overlap, which clearly indicates the inability of the device to deploy the bands. It is possible that the functionality of the device has been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the reported event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.